Manufacturer narrative:
The insulin pump was set to the proper time and date. The insulin pump was monitored for two days and passed the reset test, the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted or excessive no delivery alarm was noted. No unexpected time change was noted. No motor position encoder error alarm was noted the alarm history. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.